Event description:
It was reported that the atrial lead was reprogrammed due to high impedance values and a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4261, boston scientific competitor lead, implanted (B)(6) 1992. (B)(4).